Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation (mr) appears to be a cascading event of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip detached from one leaflet and remained attached to the other leaflet, and increased mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On (B)(6) 2022, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and mr increased to 3. The patient is feeling well; however, an additional mitraclip procedure will be performed at a later date. No additional information was provided.